Event description:
The customer reported via phone call that the insulin pump had a off no power after being splashed with water. The customer stated the insulin pump would not power back on. Customer's blood glucose was 8.3 mmol/l. The customer was advised the insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected off no power alarms were noted. No traces of moisture were noted on the electronic or motor assemblies. The pump also had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.